Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 78-years-old patient with a perimount valve implanted in the mitral position was under consideration for a valve replacement after an implant duration of eight (8) years and six (6) months due to valve degeneration with flail and thickened leaflets leading to severe mitral degeneration, a peak gradient of 33 mmhg and mean pressure gradient of 15 mmhg. In 2020 the valve started to leak but was managed through medications. Patient presented with shortness of breath, chest pain and dizziness.

Manufacturer narrative:
Updated: g3, h6 [impact code, type of investigation (additional information), investigation findings and investigation conclusions]. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's history of triple coronary artery bypass graft.

Event description:
Edwards received notification that a 78 years old patient with an edwards device implanted in the mitral position was under consideration for a valve in valve procedure after an implant duration of approximately eight (8) years and six (6) months due to valve degeneration with flail and thickened leaflets leading to severe mitral regurgitation, a peak gradient of 33mmhg and mean pressure gradient of 15mmhg. In 2020 the valve started to leak but was managed through medications. Patient presented with shortness of breath, chest pain and dizziness. Re-intervention was not planned for the moment.

Manufacturer narrative:
Updated section b4 (date of this report) and g3 (date received by manufacturer). Through investigation it was learned that the device involved in the reported event is not an edwards device. Therefore edwards lifesciences is no longer responsible for reporting this event. Based on the additional information obtained, edwards lifesciences is no longer responsible for reporting this event and this correction is being submitted.